Event description:
It was reported via postmarket registry that the patient was experiencing increased neck spasticity and pain. It was determined by CT scan that the "catheter slipped down several levels." Surgical intervention was performed. The patient recovered without sequela.